Event description:
Information received by medtronic indicated that the insulin pump notification light was not stop flashing immediately. Customer had pump error alarm and was able to clear and rewind the alarm. Battery failed was resolved after changing battery. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.